Event description:
As reported, when the brite tip was retrieved from the patient, the physician confirmed a crack (2mm long) at the distal tip. The patient was a (B)(6) male. The patient was undergoing stenting of the mid right coronary artery. The lesion was a de novo, moderately calcified, and moderately tortuous. There was 99% stenosis. The product was properly inspected and prepped and no anomalies were noted. When the brite tip (7f jr4: complaint product) was being inserted into the patient, over an asahi intec's gw, the physician felt something unusual. The access site location is unknown. Then, the brite tip was retrieved from the patient, and the physician confirmed a crack (2mm long) at the distal tip. There was no excessive force used to insert the device into the patient. The tip of the device did not prolapse on itself. Therefore, the physician did not use the brite tip and a new brite tip (same shape) was used instead. The procedure was finished successfully without any issues. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Concomitant devices: inflation device: b braun's; gw: asahi intech's; gc: brite tip jr4, al1; yconnector: okay; bc: trek2.5/20mm, 3/20mm; sheath: medikit's; stent: xience prime.

Manufacturer narrative:
Information received from an affiliate indicated that when 7fr jr4 brite tip guiding catheter was retrieved from the patient, the physician confirmed a crack (2 mm long) at the distal tip. The patient was a (B)(6) male. The patient was undergoing stenting of the mid right coronary artery. The lesion was a de novo, moderately calcified, and moderately tortuous. There was 99% stenosis. The product was properly inspected and prepped and no anomalies were noted. When the brite tip (7f jr4: complaint product) was being inserted into the patient, over an asahi intec's gw, the physician felt something unusual. The access site location is unknown. Then, the brite tip was retrieved from the patient, and the physician confirmed a crack (2 mm long) at the distal tip. There was no excessive force used to insert the device into the patient. The tip of the device did not prolapse on itself. Therefore, the physician did not use the brite tip and a new brite tip (same shape) was used instead. The procedure was finished successfully without any issues. There was no patient injury reported and the device was not returned for evaluation. It was not indicated it catheter got caught at any time or if there was difficulty advancing the device over the wire or through the sheath. A review of the manufacturing documentation associated with this lot and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device the reported customer complaint of distal tip of guiding catheter cracked could not be confirmed. Since the device appeared normal prior to inserting into the patient there may have been device interaction either with the sheath or the guidewire that contributed to the difficulty encountered by the customer. There is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.